Event description:
Additional information received via a remote transmission indicated the patient's right ventricular (rv) lead was over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up remotely via merlin.net. Review of the transmission revealed, the right ventricular (rv) lead exhibited noise. No intervention or patient condition was reported.